Event description:
Medtronic received a report that a solitaire ab could not be pushed into the microcatheter (hub), there was huge resistance and obvious creases were found after withdrawal. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient¿s vessel was not tortuous. During the thrombectomy, the surgeon was about to perform a thrombectomy and opened a solitaire ab stent. During the delivery process, there was obvious resistance when entering the microcatheter, and no matter how hard it was pushed, it could not be pushed in. After withdrawing it, it was found that there was an obvious crease at the connection of the stent. Later, it was replaced with a ton-bridge thrombectomy stent, and the blood vessel was successfully opened. There were no patient symptoms or complications associated with this event. The rhv was not lose during delivery. The sheath was secured in the hub of the micro catheter. Ancillary devices: microcatheter rebar18.

Manufacturer narrative:
Continuation of d10: product ID: sab-6-30 (lot: d014301). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.